Event description:
The duett sealing device was deployed after a diagnostic angiogram. A distal thrombosis of the popliteal artery resulted, requiring emergency surgery with embolectomy and a fasciotomy for limb salvage. Upon further investigation, the site reported that the deployment of the duett was unremarkable. However, following delivery of the procoagulant, the pt complained of immediate foot and leg pain. The pain improved initially without any specific therapy, but a short time later the pain returned and the foot was found to be ischemic. An emergency surgical thrombectomy was successfully performed, but the pt developed compartmental syndrome later that evening. The pt underwent a 4-compartment fasciotomy and required split-thickness skin grafting about 2 weeks later. The pt was hospitalized for 22 days.